Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker and scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 4.3mmol/l. Troubleshooting was performed, and the drive support cap was partially sticking out. It was also mentioned that the end cap sticker was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.